Event description:
It was reported that the patient presented in clinic for an atrioventricular node ablation procedure. Prior to the procedure, it was noted that the patient presented with high threshold due to suspected micro lead dislodgement on their right ventricular lead. The lead was capped and replaced on (B)(6) 2022. There were no patient consequences and the patient was in stable.

Event description:
It was reported that the patient presented in clinic for an atrioventricular node ablation procedure. Prior to the procedure, it was noted that the patient presented with high threshold due to suspected micro lead dislodgement on their right ventricular lead. The lead was capped and replaced on (B)(6) 2022. There were no patient consequences and the patient was in stable.